Manufacturer narrative:
The technician replaced the missing siderail latch bolt to repair the stretcher.

Event description:
Info received indicates the siderail latch bolt is missing which prevents the siderail from latching.